Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced inappropriate shocks in sinus rhythm. This is a late MDR; cpi (st. Paul, mn) received information on march 23, 1998 of an incident (in germany) that occurred on june 13, 1997. Further clinical information has been requested.